Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced low blood glucose of 25 mg/dl due to sensor malfunction. Low blood glucose was treated with food. The emergency medical service was dispatched but customer was not admitted into the hospital but was given glucose tabs and food. Customer was not sure if auto mode was in use and does not allege that the insulin pump was over delivering insulin. Troubleshooting was performed and customer was advised to monitor the insulin pump. Insulin pump will not be returned for analysis.